Event description:
A generator explanted due to prophylactic ifi - yes replacement was returned and analyzed. Analysis of the generator identified that the diameter of the canted spring tension in the positive connector cavity was out of specification. The nominal specification of the diameter is 0.098 to 0.101 inches, the diameter of the spring was observed to be 0.106 inches. Other than the noted canted spring conditions, there were no performance or any other type of adverse conditions found with the pulse generator. A previous report of high impedance with this generator was reported in MFR. Report # 1644487-2010-02875. This high impedance was resolved with a pin reinsertion; however, the out of specification identified during product analysis may have been a contributing factor to the lead pin/generator header connection problem; however, the high impedance issue did not recur.

Event description:
An internal investigation determined that the primary root cause of the out of specification spring was supplier quality since the spring did not meet design specification. A contributory cause was manufacturing procedure since there is no specific inspection procedure for verifying canted spring tension. The risk for this type of event was assessed and it was determined to be low. Therefore no corrective action will be taken at this time due to the rarity and low risk of these events.